Event description:
The surgeon has reported that the patient needs revision surgery as the bones aren't healed and mandible plates were infected and exposed.

Manufacturer narrative:
The investigation concluded that the device met the specifications. From additional information it was suggested that patient-related factors such as poor hygiene may have contributed to the complication of bone healing and device exposure.